Event description:
The initial attorney report alleged pain/defective mesh/abscess/omental adhesions/bowel erosion/additional surgery/explant. The following is based on the medical records provided by the patient's attorney: (B)(6) 1998 - repair of two ventral hernias. The hernia on the left side was repaired with a kugel patch and the right sided hernia was repaired with composix mesh. (Note: see MDR 1213643-2012-00253 for information related to the kugel patch). In 2004 - patient presents with umbilical sinus tract secondary to edge of kugel patch with resulting chronic drainage. (B)(6) 2004 - patient laparotomy with excision of kugel patch, small bowel resection, and hernia repair with a non-bard collagen implant. The patient had severe abdominal wall adhesions to the small bowel. A bowel injury occurred during lysis; spillage was kept to a minimum. The small bowel was resected and excised and the kugel patch was completely excised as the source of the sinus tract. (B)(6) 2008 - patient underwent excision of composix mesh and partial excision of non-bard collagen implant. It was reported that a medial loop had been eroded by the mesh and the mesh was intra-luminal and had led to the abscess. A component of the non-bard implant appeared to be within the abscess cavity and was removed.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. The medical records indicate that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. The lot number provided was not valid; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00253 for information related to the kugel patch also implanted on (B)(6) 1998.